Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Reporter's last name not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that during placement, the implant was noted to have damaged threading. A healing abutment would not thread into the implant. The implant was removed and another implant was placed. The same healing abutment was utilized. Tooth location 18.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One zimmer tapered screw vent implant was returned for inspection with a transfer mount. Visual inspection revealed that the device shows signs of wear consistent with use at the threads and internal drive feature. The internal drive feature also contained a small amount of debris. The device was functionally tested with a mating healing collar, and it was confirmed that the internal threads were minimally damaged, as it took additional effort to seat the healing collar. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; step 7 ¿ prepare the implant for healing. Customer indicates the healing collar would not seat due to internal implant thread damage. The alleged malfunction was confirmed following inspection of the returned device. A root cause for this complaint could not be determined. The following sections were updated: UDI: (B)(4).